Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information bowel perforation occured by 3.5 pumps. The patient called the doctor ((B)(6)) to say he was feeling considerable anal pain. Later he had a fever of that continued at 39 degrees; antipyretic medication had for a time stopped the fever, but the patient was again febrile. The fever had not improved, and the patient was asked to come to (B)(6) hospital. Rectal examination showed slight pressure pain, and the blood examination indicated a prominent inflammatory reaction, and an abdominal CT scan then confirmed a cellulitis-like abscess cavity with aero genesis on the anterior surface of the sacrum. Likely the abscess in the pelvic region is due to a rectal perforation caused by the excessive pumps to inflate the balloon at the time of the first irrigation on (B)(6). The patient is fasting with intravenous feeding and antibiotics and remains under strict observation. If the CT scan scheduled for tomorrow or the patient's clinical condition improves considerably, the patient will be told to continue conservative treatment; if no improvement is detected, the patient will be taken to the operating theatre for full anesthetic open drainage of the sacral pelvic surface cellulitis and abscess cavity.